Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not work as intended at the time of the event while the ventilator was used with a patient. The root cause was determined to be related to the screw of the holder which was not fixed properly and therefore not tightened enough to hold the load of the humidifier. The trolley was replaced. There was no patient or user harm reported, although the breathing system was disconnected from the ventilator during the incident reported in the complaint. The design of the holder's screw was ergonomically optimized and may have some influence on the screw tightening. It must be noted that in 2018, the trolley itself was reworked.

Event description:
Dear (B)(6) , I hope you are doing well. I used the h900 attached to the c3 trolley. The metal fittings use pn160151. This phenomenon occurred during use in patients. Suddenly the h900 and pn160151 slid down a lot. As a result, the respiratory circuit was disconnected, and it became impossible to provide ventilation assistance to the patient for a while. After that, the patient was not harmed because the nurse followed. This phenomenon became a major problem in the hospital, and a medical institution report was submitted to pmda. The metal fittings were screwed in, but slipped off. In hospitals, a stopper is added to the blank female screw to prevent the same phenomenon from occurring. We had a similar experience with cer (B)(4) . The handle of this second generation fixing screw has a smaller radius, so only a weak torque works. The actual product is scheduled to arrive in tsurugashima from now on. Information will be added after confirming the actual product. Thank you for your support. With best regards, (B)(6).